Event description:
During the "slew rate" testing of the thermogard ivtm system (sn: (B)(4), the system temperature did not go down completely. The thermogard system was rebooted to troubleshoot; however, the console displayed mid:01 (post watchdog) error message upon powering up. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4) was evaluated at the japan service site. The reported issue of "during the 'slew rate' testing of the thermogard console, the temperature did not go down completely, and after rebooting the system, the console displayed mid:01 (post watchdog) error message upon powering up" was not confirmed in the event log and during functional testing. Most likely, the root cause of the mid:01 error message was the variation in the tolerance of the components on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. The root cause of the slew rate test failure, showing that the coolant bath temperature failed to reach the commanded low bath temperature, was improper test conditions. The ventilation air ducts were covered, causing the internal operating temperature of the tgxp console to exceed design operating limits, and shutting off the cooling engine compressor. When re-tested the console using standard test methods, the technical service team confirmed that the console operated normally and as intended. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Review of the event log was performed, and no error messages were recorded. Upon service completion, the console will be further tested to full specification.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Prior to device shipment to a customer, the thermogard ivtm system (sn: (B)(4)) passed the "slew rate" testing; however, the temperature did not go down completely. The system was rebooted after the testing, and the console displayed mid:01 (post watchdog) error message upon powering up. No patient involvement.